Event description:
During implant, the stylet was unable to be inserted through the lead. The physician elected to use a different lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with stylet found inserted inside the lead. Visual inspection revealed the stylet was inserted inside the lead and easily removed. Further visual inspection revealed the connector pin pulled from the lead body consistent with excessive forces during procedure. The cause of the reported event was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.